Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2017, product type: catheter. Product ID 8578, lot# n166718033, implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a manufacturer representative regarding a patient receiving morphine [20 mg/ml] at a rate of 6 mg/ml via intrathecal drug delivery pump. It was reported that the patient had a catheter dye study on (B)(6) 2017 and was unable to aspirate. The patient also experienced increased pain. During the pump exchange, the catheter was replaced and the issue was resolved. There were no further complications reported/anticipated.

Manufacturer narrative:
Analysis of the 8709 catheter found the metal pin was detached from the catheter tip. Analysis of the 8578 catheter identified a non-significant indentation in the seal material in the cup of the sutureless connector (sc) which did not affect the performance of the catheter. Both were found to be patent and no leaks were identified. Eval code - conclusion code ¿ is being updated for this event. Eval code - result code is no longer applicable.